Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller and viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of the case, faults were observed, and the caller had power cycled the system, which initially resolved the issue. The caller provided error codes 31089 and 170, with error 31089 confirmed in the logs. The caller described the system's connection setup, and the technical support engineer (tse) guided the caller to power off the system, daisy chain the consoles, and reconnect the blue fiber cable to a different port on the tower. The system powered on and completed the power-on self-test (post) without errors. Later, the customer reported the error returned, and the tse advised avoiding the upper right port on the tower. After another restart and moving the optical cable to a different port, the system powered up without errors, allowing the case to continue. However, the customer expressed concern about proceeding with future procedures due to the recurring error. The customer reported event has no report of patient injury.

Manufacturer narrative:
The patient side cart (psc) common compute controller (ccc) was returned for failure analysis, and the reported errors 31089, 170, and 307 were confirmed and replicated. Log review identified errors 31089, 170, and 307, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed in the golden system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3) connected to the ccc. The firefly cable was replaced with a known-good cable using the aba procedure, after which the psc ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. Based on these findings, failure analysis concluded that the root cause of the reported event was a faulty firefly fiber optic cable (ff3) in the psc ccc.

Event description:
Refer to h11 for follow-up information.